Manufacturer narrative:
Sections with additional information as of 31-jul-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). During the call, a back to back blood test was performed by the customer non-fasting and produced test result of high using true metrix go meter. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2024 and open vial date is 06/12/2023. The meter memory was not reviewed for previous test result history.